Manufacturer narrative:
Examination of the production records of the involved item indicated it was manufactured according to specification. The involved item was received and underwent an examination. The visual examination (under a microscope) revealed bending fracture at the mid shaft in its slotted area. It is noted, that the use of the device in very hard bone (as in the involved case) may have contributed to the reported fault. Nevertheless, the company has decided to improve the device in order to minimize probability of recurrence.

Event description:
During a surgery with the carboclear pedicle screw system, for the treatment of oncological patient, a screw removal tool broke while trying to remove the distal part of a broken screw. The surgeon used another tool to retrieve the screw and surgery was successfully completed.